Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on 06-jul-2021 for "spot in the image, objective lens scratched." That was noticed in the workshop during inspection in the (B)(6) region involving pentax medical video gastroscope, model eg27-i10, serial number (B)(4). The endoscope was inspected on 07-jun-2021 and the endoscope will have the charged couple device (ccd) replaced as part of the service request.